Manufacturer narrative:
Model number/catalog number: sc-2317-70; serial number: (B)(4); batch/lot number: 5074595/5075154; model/catalog description: infinion cx lead kit, 70cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that a recently implanted patient experienced some numbness on the leg. The patient was admitted in the hospital and underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patients numbness in the legs was not device related.

Event description:
A report was received that a recently implanted patient experienced some numbness on the leg. The patient was admitted in the hospital and underwent an explant procedure. No device malfunction was suspected.